Event description:
It was reported that the patient underwent a two level tlif at l5/5 l5.s1 using peek vertebral body spacers/rhbmp-2 supplemented with posterior fixation instrumentation. The patient complained of left leg pain at approximately 2 months post-op and CT scan demonstrated endplate resorption at both levels resulting in some posterior migration of the vertebral body spacers. The l4/5 constuct appeared to compress the l5 and s1 nerve roots. A revision surgery was performed the next day to explant the two vertebral body spacers and replace with allograft chips. The surgeon noted that the constructs were loosened intra-operatively had migrated posteriorly. The explanted spacer were not returned to the manufacturer for analysis but histology of the explanted tissues revealed bone and fibroligamentous tissue associated with giant cell inflammatory reacton, fibrosis and polarizable foreign body material located within the spacers. Explanted endplate material from the l4/5 and l5/s1 disc spaces revealed fragments of bone and fibrocartilage.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non- conformances to specification which might contribute to the reported event. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.